Event description:
It was reported that the right ventricular lead had fractured. High impedance and a loss of capture were noted. The lead was capped and replaced. No patient symptoms were reported and the patient was doing well the next day.